Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not functioning as expected. Two weeks later, a surgery was performed and testing revealed a crack in the pump connecting tube. Therefore, the pump was removed and replaced. The cause of the pump connecting tube crack was not detailed by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, product analysis was unable to confirm the reported tube hole.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not functioning as expected. Two weeks later, a surgery was performed and testing revealed a crack in the pump connecting tube. Therefore, the pump was removed and replaced. The cause of the pump connecting tube crack was not detailed by the hospital. There was no patient complication reported.